Event description:
It was reported that the pump was flipping in the pocket and the patient was not getting the drug. There was a question as to whether or not the catheter was kinking or fractured. No trouble shooting was performed. During the revision procedure the pump pocket was opened up and it was noted that the part of the catheter most proximal and catheter connector were blue in color. It was also noted that they "found the catheter sc and about 12cm baby blue color." The drug was aspirated and was clear. No rotor or dye studies were performed. The pump and catheter were replaced. The catheter was explanted due to potential leakage and the blue color. The patient recovered without sequela. The drugs in the pump were morphine and bupivacaine.

Manufacturer narrative:
Concomitant medical products: catheter model 8731sc serial# (B)(4) implanted: unk explanted:unk. Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed no anomaly, normal device function. Analysis of the returned catheter revealed no significant anomalies. A non-significant indent in the sc (sutureless connector) cup was observed that it did not affect infusion.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.